Manufacturer narrative:
The pump was returned to animas and evaluated. No activity related to the complaint was observed in the black box or download history. The battery returned with the pump showed no evidence of overheating. Battery compartment and cap were intact with no physical damage or evidence of moisture ingress observed. The pump powered on normally and was exercised for 3 hrs. No overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within specifications. The pump cover was removed and inspected for internal moisture ingress. No internal moisture was found. The power flex, battery connections and internal components were tested for intermitting conditions and no defects were found. The complaint regarding pump and battery overheating could not be duplicated during investigation.

Event description:
On (B)(6) 2010, the pt contacted animas alleging that the pump and pump battery felt very warm to touch. The pt denied suffering from any bodily harm because of the alleged issue. The pt also denied that the pump was exposed to moisture. No corrosion or moisture was observed in the battery compartment or battery. Based on the info provided, this complaint is being reported due to the pt's allegation that the pump and pump battery felt warm to touch. There is no evidence, however, that the alleged issue contributed to a serious injury. The pt did not alleged any harm or injury because of the alleged issue.